Manufacturer narrative:
H10: three (3) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition for all samples. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was not verified on all samples. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) minicap extended life pd transfer sets had external fluid leakage at the twist clamp. This occurred during use of the devices for peritoneal dialysis (pd) therapy. The transfer sets have been in use for less than one (1) and a half months. The transfer sets were replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.